Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no other devices or original packaging. Dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. Examination of the balloon material found a pinhole 2.8cm from the proximal markerband. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. This 5.0 x 100/135 (4f) sterling balloon catheter was used to dilate another manufacturers' restenosed stent located in the superficial femoral artery (sfa). The balloon catheter was advanced to the lesion without difficulties. Once to the lesion, the balloon ruptured on the third inflation at 8atms. The device was removed from the patient intact. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. This 5.0 x 100/135 (4f) sterling balloon catheter was used to dilate another manufacturers' restenosed stent located in the superficial femoral artery (sfa). The balloon catheter was advanced to the lesion without difficulties. Once to the lesion, the balloon ruptured on the third inflation at 8atms. The device was removed from the patient intact. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.